Event description:
It was reported that damage to the pump housing caused difficulty removing the cartridges. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.